Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) lead which was oversensed. The oversensing caused pacing inhibition that resulted in greater than 2 seconds of asystole. The source of the noise was determined by the electrophysiologist to be electromagnetic interference. The patient is dependent, so the rv lead and pacemaker were explanted; however, the tip of the lead was left in the patient. No additional adverse patient effects were reported.